Event description:
It was reported that during the device evaluation the device produced a travel coarse error alarm during occlusion testing. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection passed. Functional testing was able to duplicate the reported problem. The issues were found in the main printed circuit board and clutch set. The parts were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.